Event description:
It was reported that the c-arm on the stereotactic table hit the st holster, & the top of the holster was cracked and damaged the dc adapter of the control module. There were no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the impact of the c-arm from the lorad table caused the translational cable to crack. This caused the unit to display green cable errors when activated, and the probe would not move forward due to the damaged translational cable. To correct the customer complaint the analysis site replaced the translational cable. The analysis site also found the unit would fire without the safety lever being pushed, due to a worn safety latch and firing button. To correct this issue the site replaced the safety latch and the firing button. The e-clip was replaced due to it was damaged during disassembly. After servicing and upgrades the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.